Manufacturer narrative:
(B)(4) .

Event description:
It was reported that a patient experiencing fatigue presented with backup vvi via merlin.net. The patient was brought into the clinic for further troubleshooting. A device image was sent for further investigation. A device download was performed successfully. The patient will continue to be monitored.